Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer had insulin pump in the shower but was disconnected. It was reported that esc button was flat against pump. Customer's blood glucose was 6.5 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.